Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital with fever and chills associated with (B)(6) bacteremia. Patient had been on antibiotics. Pocket site was minimally red, with mild discomfort and swollen. The system was extracted and being treated further with antibiotics. The patient tolerated the procedure well. Related manufacturer reference number: 2017865-2020-13267. Related manufacturer reference number: 2017865-2020-13269.